Manufacturer narrative:
Insulin pump was received failed self test alarm error alarm during self test due to faulty connector on radio frequency board. Device had cracked case at display window corner and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received multiple radio frequency programmable integrated circuit failed self test alarms. Customer's blood glucose level was unknown. Customer stated the alarm did not occur during the rewind prime sequence. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.